Event description:
It was reported that the patient's device had not telemetry and could not be interrogated during their office visit. The clinic tried several programmers without success. It was noted that a magnet placed over the device does initiate the alert tone. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned, analyzed, and no anomalies were found.